Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance; however the biomed did not request to have their device evaluated at this time. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported issue.